Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.

Manufacturer narrative:
Reported event: the threads of the restoris pst straight impactor were damaged. The damage did not impact the case and there was no patient harm. Device evaluation and results: visual inspection visual inspection shows some slight damage to the tip of the threads on the impactor. The damage is very minor. Dimensional inspection thread inspection with tn-0770-02 (thread ring gages ¿ m8 x 0.75-6g) shows the threads still meet specification; however, there is some resistance when threading the gage on the impactor. Functional inspection functional inspection further confirmed the observation from dimensional inspection. Assembling the impactor to an implant cup results in the same slight resistance found during inspection with the ring gage. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/14/2013. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209037, lot number 221070101 shows zero complaints related to the failure in this investigation. Tracking of complaints related to the 209037 part number will be tracked through quarterly trend request #813. Conclusions: the damage is consistent with normal wear and tear. The failure is not consistent with the major thread damage seen in catsweb CAPA (B)(4). There was no patient harm. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the threads on the straight impactor were damaged.the case was successfully completed and there was no harm to the patient.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the threads on the straight impactor were damaged. The case was successfully completed and there was no harm to the patient.